Manufacturer narrative:
Concomitant products were added.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 387 mg/dl at the time of the incident and current blood glucose was 164 mg/dl. The customer¿s blood glucose level was 400 mg/dl, 104 mg/dl and 168 mg/dl. The customer was treated with insulin pump. It was reported that they had performed high pressure test and was passed. The customer was advised to return the set for analysis. The insulin pump will not be returned for analysis.